Event description:
It was reported that this pacemaker system triggered a lead safety switch due to high impedances measurements greater than 3000 ohms in the right atrial (ra) lead. Additionally, there were stored episodes with noise and far-field oversensing. There was no pacing inhibition reported. A signal artifact monitoring (sam) episode was stored and the minute ventilation feature was disabled. This patient experienced shortness of breath as well as fatigue and is being referred to the implanting electrophysiologist for further evaluation. No additional adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that this pacemaker system triggered a lead safety switch due to high impedances measurements greater than 3000 ohms in the right atrial (ra) lead. Additionally, there were stored episodes with noise and far-field oversensing. There was no pacing inhibition reported. A signal artifact monitoring (sam) episode was stored and the minute ventilation feature was disabled. This patient experienced shortness of breath as well as fatigue and is being referred to the implanting electrophysiologist for further evaluation. Further information from the sales representative stated that inhibition was observed. No additional adverse patient effects were reported. According to medical records, this lead was explanted and replaced.

Event description:
It was reported that this pacemaker system triggered a lead safety switch due to high impedances measurements greater than 3000 ohms in the right atrial (ra) lead. Additionally, there were stored episodes with noise and far-field oversensing. There was no pacing inhibition reported. A signal artifact monitoring (sam) episode was stored and the minute ventilation feature was disabled. This patient experienced shortness of breath as well as fatigue and is being referred to the implanting electrophysiologist for further evaluation. Further information from the sales representative stated that inhibition was observed. No additional adverse patient effects were reported.